Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that whilst performing an orif of tibia the drill bit broke in the patient's bone. The consultant decided to leave the drill in situ as removing it could do more damage.